Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an abdominal cavity infection. The cause of the event was reported as due to ¿(B)(6) and other germs¿. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug (dose, route, duration and frequency were not reported) for the event. At the time of this report, the patient was recovered from the event. On an unreported date, pd therapy was withdrawn. No additional information is available.